Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and reported patient was pregnant. Customer experienced difference in sensor glucose and blood glucose values. The customer was also reported insulin delivery was suspended and alleged issue with the transmitter. The customer blood glucose was 125 mg/dl and the sensor glucose was 50 mg/dl. The customer treated the hyperglycemic event treated with manual injection. The event involved product(s) mmt-7040a, mmt-1884, unomedical, unomedical. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 75 mg/dl and it is beyond 30% limit. The customer was advised to discontinue use of the device and the sensor will be replaced. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer was advised to consider changing the insulin, reservoir, and infusion set. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.